Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and diminished p wave. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the implantable pulse generator (ipg) exhibited sensing issues. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.